Event description:
It was reported that cardiac perforation, pericardial effusion (pe), cardiac tamponade, and surgical intervention occurred. The procedure was cancelled. During left atrial appendage closure (laac) procedure, a versacross connect (vcc) laac kit was selected for use with a watchman fxd curve access system (was), which were both inserted through groin access. During the transseptal puncture (tsp), the septum could not be crossed due to a strong coughing episode by the patient. And it was noted a suboptimal initial tsp was performed. No pe was observed at that time. When visualizing the left atrial appendage (laa) with the pigtail, two lobes were identified. Achieving the 135 degrees angle in the transesophageal echocardiogram (tee) imaging was challenging overall, the patient was difficult to image. A 31mmwatchman flx pro closure device and delivery system (wds) was inserted and advanced through the was. While forming the flx ball, it became evident that the was and wds system was positioned in the wrong laa lobe for implantation. An attempt was made to switch lobes. During this maneuver and while the wds was initially deep in the laa, the wds, along with the sheath and flx ball, snapped upward and perforated the pericardium, resulting in a pe resulting in cardiac tamponade. The snapping upward of wds and was was due to the patient's anatomy and the suboptimal initial tsp. The patient's blood pressure was 77/62 mmhg, later increasing to 170/55 mmhg with heart rate elevated at 129 bmp and left atrial pressure at 14mmhg. Despite repeated pericardiocentesis where bright red blood was removed, the hospital team determined that surgical intervention was necessary. The patient received a blood transfusion. The patient subsequently underwent surgery. The patient is in stable condition and extubated and remains hospitalized. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe), cardiac tamponade, and surgical intervention occurred. The procedure was cancelled. During left atrial appendage closure (laac) procedure, a versacross connect (vcc) laac kit was selected for use with a watchman fxd curve access system (was), which were both inserted through groin access. During the transseptal puncture (tsp), the septum could not be crossed due to a strong coughing episode by the patient. And it was noted a suboptimal initial tsp was performed. No pe was observed at that time. When visualizing the left atrial appendage (laa) with the pigtail, two lobes were identified. Achieving the 135 degrees angle in the transesophageal echocardiogram (tee) imaging was challenging overall, the patient was difficult to image. A 31mmwatchman flx pro closure device and delivery system (wds) was inserted and advanced through the was. While forming the flx ball, it became evident that the was and wds system was positioned in the wrong laa lobe for implantation. An attempt was made to switch lobes. During this maneuver and while the wds was initially deep in the laa, the wds, along with the sheath and flx ball, snapped upward and perforated the pericardium, resulting in a pe resulting in cardiac tamponade. The snapping upward of wds and was due to the patient's anatomy and the suboptimal initial tsp. The patient's blood pressure was 77/62 mmhg, later increasing to 170/55 mmhg with heart rate elevated at 129 bmp and left atrial pressure at 14mmhg. Despite repeated pericardiocentesis where bright red blood was removed, the hospital team determined that surgical intervention was necessary. The patient received a blood transfusion. The patient subsequently underwent surgery. The patient is in stable condition and extubated and remains hospitalized.

Manufacturer narrative:
D4: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.